Event description:
My husband use this and with in 45 mins his back was burnt [thermal burn], , narrative: this is a spontaneous report from a contactable consumer reporting for the husband. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number cn6723, expiration date jul2022, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The reporter stated "my husband use this and within 45 mins his back was burnt!!!! I have pictures and the box! This is crazy!". The action taken in response to the event for the product was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term] my husband use this and with in 45 mins his back was burnt [thermal burn], , narrative: this is a spontaneous report from a contactable consumer reporting for the husband. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number cn6723, expiration date jul2022, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The reporter stated "my husband use this and within 45 mins his back was burnt!!!! I have pictures and the box! This is crazy!". The action taken in response to the event for the product was unknown. The event outcome was unknown. According to product quality group: summary of investigation: batch cn6723 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt" her husband's back. The cause of the consumer stating the wrap burnt her husband's back is inconclusive since the review of records does not provide evidence to support defective products. The attached affiliate photo does not provide evidence to support a defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch.severity of harm was s3. Site sample status was photos received. Return sample evaluation: attached photo in complaint contact pr # : 1 carton: (l) cn6723 08/12; exp jul2022 15:30. No wrap or pouch shown in attached photo. Exped trend actions taken: based on this citi customizable search for the subclasses of adverse event serious/unknown for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event serious/unknown for lbh product, adverse event serious unknown (B)(6)2017 to (B)(6)2020. There was deviation from sop-#, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#. Follow-up(12may2020):follow-up attempts are completed. No further information is expected. Follow up (17may2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (12oct2020): new information received from the product quality complaint group included updated trending information and site sample status. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Summary of investigation: batch cn6723 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt" her husband's back. The cause of the consumer stating the wrap burnt her husband's back is inconclusive since the review of records does not provide evidence to support defective products. The attached affiliate photo does not provide evidence to support a defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Severity of harm was s3. Site sample status was photos received. Return sample evaluation: in complaint contact pr # : 1 carton: (l) cn6723 08/12; exp jul2022 15:30. No wrap or pouch shown in attached photo. Exped trend actions taken: based on this citi customizable search for the subclasses of adverse event serious/unknown for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event serious/unknown for lbh product, lbh adverse event serious unknown 02may2017 to 02may2020. There was deviation from sop-#, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#.

Event description:
Event verbatim [preferred term]. My husband use this and with in 45 mins his back was burnt [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer reporting for the husband. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number cn6723, expiration date jul2022, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The reporter stated "my husband use this and within 45 mins his back was burnt! I have pictures and the box! This is crazy!". The action taken in response to the event for the product was unknown. The event outcome was unknown. According to product quality group: summary of investigation: batch cn6723 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt" her husband's back. The cause of the consumer stating the wrap burnt her husband's back is inconclusive since the review of records does not provide evidence to support defective products. The attached affiliate photo does not provide evidence to support a defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Severity of harm was s3. Site sample status has not been received. Follow-up(12may2020):follow-up attempts are completed. No further information is expected. Follow up (17may2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Summary of investigation: batch cn6723 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt" her husband's back. The cause of the consumer stating the wrap burnt her husband's back is inconclusive since the review of records does not provide evidence to support defective products. The attached affiliate photo does not provide evidence to support a defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Site sample status has not been received.